Event description:
The day after the stent was implanted a rash was confirmed. Aspirin and ticlopidine hydrochloride were stopped and the medications were changed to cilostazol and heparin. Eleven days post the index procedure, the pt developed an acute myocardial infarction (ami). A coronary angiogram (cag) was conducted and thrombus was observed in the implanted cypher. Aspiration was conducted to treat the thrombus. Then plain old balloon angioplasty (poba) was conducted with a 3.0 x 20mm sprinter balloon on the distal cypher and a 3.0 x 10mm driver bare metal stent (bms) was implanted inside the 3.0 x 23mm cypher. Post-dilatation was conducted with a 3.5 x 13mm potenza balloon. In 2007, the pt went in for an elective case. The pt had a target lesion in the type c, eccentric proximal to mid left anterior descending (lad). The lesion length was 35mm and vessel diameter was 3.0 mm. The lesion was pre-dilated with a balloon. A 3.0 x 23mm cypher stent was implanted at 16atms for 30 - 40 seconds. Then a 3.0 x 18mm cypher stent was implanted proximal to the first cypher (overlapping it) at 16 atms for 30 - 40 seconds. It seems that at the distal end of the mid lad there has remained some untreated lesion. The residual percentage of stenosis was 0 and timi flow grade pre procedure was 2 and post procedure 3. The physician commented, that the cause of the thrombotic event was because the cilostazol was not sufficiently working. The pt was administered the following medications: aspirin (pre, intra and post procedure), ticlopidine hydrochloride (pre, intra and post procedure) and heparin (intra procedure).

Manufacturer narrative:
Please note: this cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. This is one of two products involved with this adverse event in which associated MFR report numbers are 9616099-2007-00499 and 9616099-2007-00500. Add'l info will be submitted upon 30 days of receipt.